Manufacturer narrative:
(B)(4). Based on the info provided, a pt in the spiral-z registry underwent evar with placement of a main body and two spiral-z iliac leg grafts. At the conclusion of the deployment procedure, a proximal type 1 endoleak was noted. The pt's proximal neck was inverted funnel shaped with a no plaque/thrombus. No info regarding treatment or pt outcome was provided. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing, migration resistance testing, the results met the acceptance criteria. There is no evidence to suggest the product was not manufactured to specification. The instructions for use (IFU) provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use. Specifically, it states" additional endovascular interventions or conversion to standard open surgical repair following the initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak an increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." Additional, it states "key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck axis of aaa of greater than 45 degree for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (less than 15 mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of proximal aortic neck length); and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sties. Necks exhibiting these key anatomical elements may be more conductive to graft migration or endoleak." The main body grafts are 100% quality control inspected to confirm that the entire grafts has no damage, foreign matter, frays, or holes except for suture entry and exit points. No lot number was provided; therefore, a review of the manufacturing records could not be conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. As described in the IFU, necks exhibiting inverted funnel shape may be more conductive to endoleak. No imaging was returned and no lot number was provided without additional info, a root cause cannot be determined. The risk was assessed quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
This (B)(6) male patient in the spiral-z post-market registry had a proximal type 8 endoleak at the conclusion of the deployment procedure on (B)(6) 2014. The pt was being treated for a 5.9 cm aortic aneurysm. The proximal neck had an inverted funnel shape with no plaque/thrombus. The left iliac artery had severe tortuosity, mild occlusive disease, and moderate calcification. The right iliac artery had mild tortuosity, mild occlusive disease, and moderate calcification. The pt received a main body device, a left iliac leg, and a right iliac leg. There was no difficulty deploying any of the devices. A main body extension was placed. No other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were pt with no external compression, flow-limiting kinks, or thrombus. A proximal type 1 endoleak was noted. No further info has been received since device deployment.

Manufacturer narrative:
Imaging was provided and was sent for external expert clinical review. The aneurysm neck was two tiered with a proximal segment at least 17 mm long that abruptly flared into a much longer 36 mm diameter neck. The first tier was irregular and moderately angulated anterior to posterior. The potential seal zone length was 7 mm on the left and 21 mm on the right. Due to the angulation, the main body sealing stent deployed lower than optimal in the anterior posterior plane. A type 1a endoleak along the right lateral aortic wall was decreased but not eliminated by proximal extension deployment. A small residual type 1a endoleak persisted through pleating in summary, the sealing stent was oversized outside the IFU in order to eventually conform to the two tiered neck. The type 1a endoleak through pleats and neck irregularity was reduced by extension deployment. This small residual type 1a endoleak through pleats should resolve. Imaging was returned that indicated the device was oversized outside the IFU to conform to the irregular shaped neck. The type 1a endoleak likely occurred due to the pleats and neck irregularity. The appropriate internal personnel have been notified. We will continue to monitor for similar events.